Manufacturer narrative:
(B)(4). D10: medical products: item#: unknown, unknown modular hybrid glenoid base; lot#: unknown. Item#: unknown, unknown comprehensive humeral stem; lot#: unknown. Item#: unknown, unknown versa dial head; lot#: unknown. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right shoulder arthroplasty on an unknown date. Subsequently, the patient underwent the first stage of a two-stage revision procedure due to infection and instability of the implant. All implants were explanted except the humeral stem as it was well fixed and stayed intact.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right shoulder arthroplasty components are anatomically aligned. There is no acute abnormality or evidence of implant loosening. Bone quality is markedly osteopenic. No anatomical or implant failures are identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.